Manufacturer narrative:
Additional information received for this case; the entire length of the aui was not completely deployed and released from the graft cover as per the IFU as the stent graft kept climbing cranially. While rotating the back end wheel during deployment of the suprarenal stents the physician stated that it felt looser. It was noted by the physician that the distal end of the aui ended up landing within the distal end of the aorta instead of the intended location within the right iliac artery possibly due to the smaller size of the common iliac. Film evaluation summary: the exact cause of the deployment difficulties could not be determined from the returned films and from the reported description of the events. A device malfunction cannot be ruled out as a potential cause; however, the device was discarded and therefore could not be analyzed. In addition, complete angiograms during implant, including images during stent graft and suprarenal stent deployment, tip recapture, and removal of the delivery system, were not available for review. Post-implant CT¿s were also not available to allow for a complete assessment of the stent graft in-vivo configuration after implant. It is possible that not adequately keeping the delivery system stationary during stent graft and suprarenal stent deployment may have led to the stent graft deploying more proximal than intended, and may have also contributed to the reported incomplete suprarenal stent release. Deployment of the suprarenal stents prior to fully releasing the stent graft may have also been a factor. Device oversizing with increased vessel friction, further exacerbated by the patient¿s pre-existing thrombus which reduced the aortic flow lumen to 14 ¿ 21mm in diameter, may have also been a contributing factor to the deployment difficulties. Stent graft oversizing appears to have occurred as a post-deployment angiogram returned showed that the 28mm catalog aui measured ~20mm in diameter at the level of the suprarenal stents and aui proximal margin. Implanting the distal limb of the 100 mm length aui within the ~90mm length aaa, and not into the right iliac as planned, may have also increased the potential for stent graft deployment issues and deploying more proximal than intended. Anatomical issues (small diameter iliac, acute take-off, and distal aortic calcification) may have contributed to the inability to have deployed into the iliac limb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 44mm diameter abdominal aortic aneurysm. It was reported that during the index procedure an aui device was placed by the physician and when deploying the suprarenal stents they wouldn't completely release. The physician was about to perform back handle disassembly technique to release them when some tension developed in the system and deployment suddenly occurred, with the proximal end of the stent graft springing proximally and covering the left and right renal arteries. It was noted that the physician was able to get into the left renal artery to place a balloon expandable renal stent and resume flow to the left kidney. The physician was not able to get into the right renal artery but noted there was some flow there and the event was resolved with no intervention on the right renal artery. It was noted by the sales representative that the distal end of the aui graft did not reach the iliac artery and landed in a narrow area, potentially creating an upward pressure which may have caused it to move cranially above the renal arteries. It was reported that the length from the distal aorta to the lowest right renal artery was 8cm and that prior to deployment the device did not seem to extend all the way down to the iliac artery. It is also noted by the sales representative that malfunction of the device is suspected. No additional clinical sequelae were reported. The patient status is fine and was discharged.

Manufacturer narrative:
Additional information received for this case: it was reported that when the device deployed spontaneously, the endograft lurched forward by 5mm spontaneously deploying the suprarenal fixation. Another device was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.